Event description:
It was reported that the alert triggered due to an increase in right ventricular (rv) lead impedance to high levels. This was an isolated increase of impedance and the rv lead will be monitored. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance: 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(4) 2012 03:00:04. Daily hv-lead impedance trend data shows a spike increase for defib active can on impedance = 84 to 106 ohms peak between (B)(4) 2012 and (B)(4) 2012, then returning to 89 ohms on (B)(4) 2012.